Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a intellivue mx400 patient monitor failed to alarm for a disconnected spo2 cable. It is unknown if the device was in use on a patient at the time of the reported issue.

Manufacturer narrative:
The device was sent to a third party bench repair (plexus). The bench repair technician (brt) could not reproduce the customer reported problem. The brt found physical damages on the device (touch bezel was cracked. Msl connector was corroded. Lan connector was broken) and recommended changing the battery. The device was sent to bench repair. The brt replaced the touch bezel assembly, msl connector, and lan connector to resolve the physical damage found. The brt stated that the device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device was returned to the customer. No further investigation or action is warranted at this time.

Event description:
It was reported that a intellivue mx400 patient monitor failed to alarm for a disconnected spo2 cable. It is unknown if the device was in use on a patient at the time of the reported issue.